Event description:
On three different occasions in one day, the zevex enteralite infinity pump - stopped and alarmed with the message, "no food". When our private duty nurse and I checked the bag it was full. For all three alarms we pressed the run/pause button to stop the alarm and pressed it again to restart the pump. We repeated this a few times but every time we pressed the run/pause button to start the pump back up, it would alarm with the "no food" message. The only way to be able to restart the same pump was to press the prime button for five to ten seconds, advancing the formula -note: no air bubbles were present at all in the tubing from the bag to our daughter's g-tube- and then to press the run/pause button again.